Event description:
The patient reported via social media that she had side effects after her vns implant a year prior. She said that she could not speak and had heart palpitations. The physician reportedly disabled her device. No further relevant information has been received to date.